Manufacturer narrative:
Analysis of the implantable neurostimulator (ins, stimulator 37711 imp, serial #(B)(4)) found it to be functionally okay with insignificant anomalies. A non-standard test was performed to check the discharge function of the ins battery. The ins was recharged to full and then set to specific parameters (amp-10.5v, pw-400us, rate-60hz, e0(-), e1(+), and 750 ohm load). The output was turned on and the time recorded. The ins battery was allowed to drain until it went into the lock mode where the time was recorded on the trace report. The returned ins battery lasted approximately 11.2% less time than a new battery which is above the normal range for a used battery of this age. Shield/can was found to have been scratched.

Event description:
It was reported that the patient had intermittent stimulation and the battery was not holding charge when using therapy. The patient stated that the stimulation was variable but no changes were made. It was noted that there was an unknown battery depletion and the patient reported a shocking/jolting sensation. Impedance testing and reprogramming were performed.the patient elected to have the battery replaced and stated that following replacement, the undesirable symptoms had subsided. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3988, lot# n26527, implanted: (B)(6) 2004, product type lead; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).